Event description:
It was reported that the "off" button for the external pulse generator would not work and that the case was cracked. The generator was returned for service. Follow-up determined that there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, also the keyboard off key was collapsed. It was also noted that the side bail covers and side bails were missing, the lead flex cover was contaminated, the battery contacts were compressed, and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.